Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to lead noise was observed. The suggested programming changes were not implemented. Patient condition was well and monitoring will continue.

Event description:
New information received states that the lead was explanted. There were no patient complications.